Event description:
It was reported that approx 25 months post-implant of a bifurcated device and a suprarenal aortic extension a computed tomography scan identified an endoleak between the aortic extension and the bifurcated device. The physician treated the pt with an infrarenal aortic extension, which corrected the endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative. The review indicates the reported event is confirmed. The cause appears to be related to remodeling of the aorta and aneurysmal disease progression. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issue or deviations that would explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.